Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter displayed the apply sample message. On may 15, 2009, the medical surveillance specialist (mss) spoke with the patient to obtain more information included below. The patient told the mss he could not get the reported lfs meter to work for over one month. He said he could not obtain a reading on the lfs product and did not test with another device. He said he kept taking his oral diabetes medication; he did not know the name of the medication. On original date at about 7:00 am, the patient felt shaky and sweaty. He said, he ate more food and felt better soon after having the symptoms. The customer care advocate (cca) walked the patient through testing and resolved the issue. The patient's products were replaced. This complaint is reported because the patient alleges the lfs product displayed the apply sample message and he could not obtain a result for over one month. After the issue started, he said he became shaky and sweaty, which can be typical symptoms of hypoglycemia.